Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 582 (mg/dl). Customer administered a bolus with the pump to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer requested to change supplies with the assistance of tandem technical support, and to verify that basal insulin was being delivered by the pump. At the end of the supply change, customer verified seeing insulin exit the infusion set tubing. Customer resumed insulin delivery and recommendation was made to contact health care provider to discuss diabetes management.